Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient was in the ICU (intensive care unit) and was acting agitated and withdrawing. Per the healthcare provider, the patient was in acute pain and it seemed like more pain than they would have expected so they would like someone to come and check the pump. The caller was transferred to nas (national answering service).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.